Manufacturer narrative:
The insulin pump alarmed motor error during the rewind due to corroded motor home switch. It was unable to verify operating currents or perform displacement test due to motor error alarms. Device power up properly after battery installation and all buttons responded properly. No damage or moisture damage on keypad assembly. No unlocked lcd keypad connector. No activation or shutting of anomaly noted. Device had cracked case at display window corners and battery tube threads and minor scratched display window.

Event description:
It was reported that the insulin pump had an activation anomaly. It was stated that the screen continues and repeats showing turn on and the customer cannot operate it normally. Blood glucose value is unknown. The insulin pump was replaced and returned for analysis.